Event description:
The customer reported that the system displayed overload fault error messages. This error message will likely cause the system to shut down. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage tank, x-ray tube, filament driver, series tuning coil, generator driver and snubber boards were replaced. The system was then found to be operating as intended.